Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low potassium (k) result generated by the unicel dxc 600 pro synchron clinical systems for one patient. The original result obtained was 2.8 mmol/l. The erroneous result was reported outside of the lab. The pathologist reviewed the result the following day and requested the sample be repeated. The result obtained was 3.3 mmol/l. An amended report was issued. The patient was treated with IV potassium. It is not known if there was any serious harm to the patient as a result of the treatment.

Manufacturer narrative:
Calibration is routinely run every 24 hours and qc samples are run every 8 hours. Before and after the event, k qc results were within the lab's established ranges. Bci was not contacted with this issue. A clear root cause for this event has not been determined. (B)(4).